Event description:
A 24 mm amplatzer septal occluder (aso) deformed cobra-shaped upon deployment. The aso was removed and replaced with a 26 mm aso. The user does not attribute the deformation to patient anatomy. The patient is reported to be stable and has been discharged.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.